Manufacturer narrative:
Concomitant medical products: angioguard rx (lot# 70810518; cat# 501814rmc). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14136788 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. Although it is likely that the stroke was a result of the aaa intervention involvement of the stent placed in the carotid artery cannot be discounted. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
The report from the (B)(4) study indicated the patient was a (B)(6) male with a history of hyperlipidemia, smoking, and hypertension. The target lesion was the ostium of the right internal carotid artery. Pre-procedure stenosis was 83%. Lesion length was 26mm and diameter was 5.17mm. The lesion was severely calcified and eccentric. The lesion was pre-dilated and a precise pro rx 7 x 40mm stent was deployed in the target lesion. An angioguard rx was successfully deployed and retrieved during the procedure. The patient was discharged the following day. Sixteen days post-procedure, the patient had an ischemic stroke with behavioral changes and dysarthria. The stroke was on the right side. The pt. Underwent a aaa repair on (B)(6) 2010. The patient had a partial recovery with minor residual.